Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on 08-may-2024, the patient experienced that the infusion set fell off from his body. No further information was available.